Manufacturer narrative:
According to the information received, the symptoms described would be linked to a vascular occlusion. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequelae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of rha products.

Event description:
Revance notified teoxane of an adverse event on 17-may-2023. A patient was injected on (B)(6) 2023 with an unknown amount of an unknown rha product in the temples and tear trough. During the injection, on (B)(6) 2023 the patient complained about pain in the temples. The area was further described as having mottling and livedo reticularis, and symptoms were diagnosed as vascular occlusion by the reporting physician. As corrective action, the patient received the following treatment: on (B)(6) 2023: 2 vials of hyaluronidase were injected to the affected area. On (B)(6) 2023: 2 additional vials of hyaluronidase were injected. At the time we received initial information, on 17-may-2023, the patient was taking a vasodilatator (sildenafil) and a non-steroidial anti-inflammatory drug (aspirin). According to the information received on 17-may-2023, the patient was recovering, and we were informed that she had an appointment with a plastic surgeon on (B)(6) 2023. No contact information were provided. Thus, it was not possible to obtain additional information about the case. The complaint was considered closed.

Event description:
Revance notified teoxane of an adverse event on (B)(6) 2023. A patient was injected on (B)(6) 2023 with an unknown amount of an unknown rha product in the temples and tear trough. During the injection, on (B)(6) 2023 the patient complained about pain in the temples. The area was further described as having mottling and livedo reticularis, and symptoms were diagnosed as vascular occlusion by the reporting physician. As corrective action, the patient received the following treatment: on (B)(6) 2023: 2 vials of hyaluronidase were injected to the affected area. On (B)(6) 2023: 2 additional vials of hyaluronidase were injected. At the time we received initial information, on (B)(6) 2023, the patient was taking a vasodilatator (sildenafil) and a non-steroidal anti-inflammatory drug (aspirin). According to the information received on 17-may-2023, the patient was recovering, and we were informed that she had an appointment with a plastic surgeon on (B)(6) 2023. Despite reminders, no additional information could be retrieved at the time of this report. Follow-up is performed to get missing information.

Manufacturer narrative:
Additional information (name of the injector, exact product, batch number, full symptoms resolution) were queried. An update will be provided in a follow-up report.